Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 213928015 was returned and analyzed. Visual inspection of the mapping catheter showed it was kinked on the loop (misshaped) and the pebax tube was ribbed. In conclusion, the reported issue was confirmed through testing. The mapping catheter failed the return product inspection due to a kinked loop and ribbed pebax tube. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, upon removing the mapping catheter from packaging, it was observed that catheter was kinked near the connector. The mapping catheter was replaced. There was no patient involvement. The mapping catheter subsequently tested out of specification per the manufacturer's investigation.